Event description:
It was reported per call report: pump (autocat 2 wave) was experiencing helium loss 2 alarms. Nurse verified no blood in tubing and no visual kinks, connections tight and no ectopy. Clinical support specialist (css) suggested hyper extending hip, removing helium from intra-aortic balloon (iab) and if no improvement may need to switch out pump. Patient (pt.) Was transferred to ICU. ICU phoned css stating hip is hyper extended and helium loss alarm still occurs every 2 minutes. Rn took down dressing and verified helium driveline tubing is secure. Css instructed cath lab how to switch to another pump including fiberoptix sensor (fos) manual calibration, 2nd pump continues to alarm helium loss every 2 minutes, and how to remove volume from iab; it was removed incrementally down to 34cc. Alarms continued, css asked clinician to fax strip of balloon pressure wave (bpw) while pump is pumping to assess baseline. When received, fax was ECG and ap waveform, no bpw included. Css returned call to rn and explained significance of info that was on strip. Css had rn turn off gas alarms and watch baseline. She said it was falling below zero. Helium leak test indicated leak outside of pump. Css later phoned cath lab and was told md removed and replaced iab. Css requested iab be red bagged and returned for evaluation.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.